Event description:
(B)(4). Since having essure in (B)(6) 2011 have had horrible migraines, super tired, periods are horrific, horrible cramping, heavy, heavy bleeding with blood clots. Horrible stomach and back pain. Had to have gall bladder removed. More depressed and anxiety way higher. Having no wanting for sex or my hubby , teeth are horrible and breaking out of no where. I've gained 50 pounds and can't loose the weight ,easy bruising , hair loss like crazy , double kidney infection. It's been hell. Just want my life back.